Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a primary plum set that had leakage on the filter when using vepesid (etoposide). It was reported there was no leakage on the patient and care worker. No additional information was provided.

Manufacturer narrative:
H10 - the device was received for investigation on (B)(6) 2020. The complaint of leakage on the returned used 1442560488 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters and the vent plug juncture. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate reaction during use. A device history review (DHR) for lot# 4413930 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.